Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed anterior leaflet and dilated left atrium for a mitraclip procedure. During the procedure, prolapsed anterior leaflet got stuck on the gripper during grasping. Device was freed from the leaflet and evacuated into the left atrium, but it was observed that there was a defect in the chordae. Clip was implanted on both the leaflets. It was also observed that there was resistance on the m-knob and squeaking noises audible while using the m-knob. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated. The returned device analysis was unable to confirm the reported knob resistance, and noise. The reported difficult removal from anatomy, poor imaging, and unintended movement could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported difficult removal from anatomy appears to be related to a combination of challenging patient anatomy and procedural conditions. Causes for the reported m-knob resistance and unintended movement could not be conclusively determined. The reported noise is likely a cascading event of the m-knob resistance. The reported poor imaging is related to challenging patient anatomy, per case details. The reported tissue injury appears to be a cascading event of the difficult removal from anatomy. The reported patient effect of tissue injury, as listed in the mitraclip g5 system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr), prolapsed anterior leaflet and dilated left atrium for a mitraclip procedure. During the procedure, prolapsed anterior leaflet got stuck on the gripper during grasping. Device was freed from the leaflet and evacuated into the left atrium, but it was observed that there was a defect in the chordae. Clip was implanted on both the leaflets. It was also observed that there was resistance on the m-knob and squeaking noises audible while using the m-knob. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.